Event description:
International customer reports that a pt presented with an abdominal wound dehiscence consisting of a "small gap" two days following a c-section. Three days later, the wound dehiscence had increased. The pt was returned to surgery for repair in 2009. The surgeon observed that the suture appeared to have split in the middle, then loosened laterally to the split. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.